Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during separating of the gall bladder, the protection cover of the flexion point was broken and a metal part was exposed. That caused damage on the duodenum tissue. The surgeon stopped using the device and replaced the electric knife with an l-shaped hook of another MFR. Since damage was found on serious membrane of duodenum, a 5 mm port was inserted additionally and suturing was done on three places. No bleeding occurred. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).